Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The patient effects of failure to retrieve mitraclip system components and worsening mr, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The investigation determined that the challenging valve anatomy likely contributed to the reported clip becoming caught in the chordae. The reported patient effects appear to be related to procedural conditions and a result of the clip becoming caught in the chordae. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that the clip became caught in the chordae. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. While attempting to grasp the leaflet, the clip became caught in the chordae. Troubleshooting steps to free the clip, were unsuccessful, so the clip was deployed on the anterior mitral leaflet and in the chordae. The procedure was discontinued with a final mr grade of 4. There was no leaflet or chordal damage reported. There were no adverse patient effects or a clinically significant delay in the procedure reported. No additional information was provided.